Event description:
Reportedly the pca ii pump was misloaded by the healthcare professional as set up for use on a post operative pt. It is unclear if the pump was on, as the programming info was entered into the pump, however, the pump read "0ml delivered" and "0 attempts/ 0 injections," and "shift total 0000." According to the rptr, the pain medication (merperidine 10mg/ml in a 60ml syringe) infused by gravity, over a period of approx two hrs, with only 9 mls left in the syringe at the time the error found. According to the rptr, the pt was found to be unresponsive at the time the incident noted and was administered 8 amps of narcan, and transferred to the intensive care unit. Per the rptr, the pt has fully recovered from this incident.

Manufacturer narrative:
Section f completed by MFR. This pump was evaluated by baxter svc. The complaint condition was not confirmed. This pump meets all performance specs.